Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils embedded in my abdominal cavity'), uterine perforation ('perforation'), back pain ('lower back pain'), abdominal pain upper ('stomach pain'), post procedural infection ('infection after oophorectomy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 20224430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / she also had failure of my right fallopian tube to occlude". The patient's medical history included multigravida and parity 2. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2011 to 2016, hydrocodone bitartrate;paracetamol (norco) since 2011 and medroxyprogesterone acetate (depo-provera) since may 2010. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization) with gastric disorder, pelvic pain ("severe and persistent pelvic"), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder issues"). In 2016, the patient experienced herpes virus infection ("herpes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was hospitalized sometime in 2011 and then sometime in 2018. The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), gabapentin, methocarbamol (robaxin), ondansetron (zofran), tramadol, valproate semisodium (depakote) and surgery (she had a total hysterectomy and oophorectomy performed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, back pain, abdominal pain upper, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, nausea, vomiting and herpes virus infection outcome was unknown, the depression, anxiety and bipolar disorder was resolving and the bladder disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, back pain, bipolar disorder, bladder disorder, depression, device dislocation, herpes virus infection, nausea, pelvic pain, post procedural infection, pregnancy with contraceptive device, uterine perforation and vomiting to be related to essure. The reporter commented: I have had a total hysterectomy and oophorectomy performed, however I still have my fallopian tubes with the essure coils inserted. They are embedded in my abdominal cavity and I have been told there is no way to remove them without significant risks, such as bleeding out. I spoke with dr. Regarding this information in april 2018. Consumer received latuda for bipolar from 2013-to present. Essure confirmation test(s) conducted, specify : (B)(6) 2010 the left tube was blocked, but the right tube did not form enough scar tissue to occlude. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received. Lot number added. Reporter information added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils embedded in my abdominal cavity'), uterine perforation ('perforation'), back pain ('lower back pain'), abdominal pain upper ('stomach pain'), post procedural infection ('infection after oophorectomy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 20224430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / she also had failure of my right fallopian tube to occlude". The patient's medical history included multigravida and parity 2. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2011 to 2016, hydrocodone bitartrate;paracetamol (norco) since 2011 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2010. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization) with gastric disorder, pelvic pain ("severe and persistent pelvic"), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder issues"). In 2016, the patient experienced herpes virus infection ("herpes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was hospitalized sometime in 2011 and then sometime in 2018. The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), gabapentin, methocarbamol (robaxin), ondansetron (zofran), tramadol, valproate semisodium (depakote) and surgery (she had a total hysterectomy and oophorectomy performed). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, uterine perforation, back pain, abdominal pain upper, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, nausea, vomiting and herpes virus infection outcome was unknown, the depression, anxiety and bipolar disorder was resolving and the bladder disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, back pain, bipolar disorder, bladder disorder, depression, device dislocation, herpes virus infection, nausea, pelvic pain, post procedural infection, pregnancy with contraceptive device, uterine perforation and vomiting to be related to essure. No further causality assessment were provided for the product. The reporter commented: I have had a total hysterectomy and oophorectomy performed, however I still have my fallopian tubes with the essure coils inserted. They are embedded in my abdominal cavity and I have been told there is no way to remove them without significant risks, such as bleeding out. I spoke with dr. Regarding this information in (B)(6) 2018. Consumer received latuda for bipolar from 2013-to present. Essure confirmation test(s) conducted, specify : (B)(6)2010 the left tube was blocked, but the right tube did not form enough scar tissue to occlude. Lot number:20224430 manufacturing date:2009/11 expiration date:2012/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("coils embedded in my abdominal cavity"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), back pain ("lower back pain"), abdominal pain upper ("stomach pain") and post procedural infection ("infection after oophorectomy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / she also had failure of my right fallopian tube to occlude". The patient's past medical history included multigravida and parity 2. Concomitant products included eugynon (seasonique) from 2011 to 2016, medroxyprogesterone acetate (depo-provera) since (B)(6) 2010 and vicodin (norco) since 2011. In (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain ("severe and persistent pelvic"), back pain (seriousness criterion hospitalization), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), depression ("depression"), anxiety ("anxiety"), bipolar disorder ("bipolar disorder") and abdominal pain upper (seriousness criterion hospitalization) with gastric disorder. In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder issues"). In 2016, the patient experienced (B)(6). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). The patient was hospitalized sometime in 2011 and then sometime in 2018. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with tramadol, fluoxetine hydrochloride (prozac), alprazolam (xanax), methocarbamol (robaxin), ondansetron (zofran), valproate semisodium (depakote), gabapentin and surgery (she had a total hysterectomy and oophorectomy performed). At the time of the report, the abortion spontaneous, pregnancy with contraceptive device, pelvic pain, back pain, abdominal pain lower, nausea, vomiting, (B)(6) and abdominal pain upper outcome was unknown, the depression, anxiety and bipolar disorder was resolving and the bladder disorder had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, back pain, bipolar disorder, bladder disorder, depression, embedded device, (B)(6), nausea, pelvic pain, post procedural infection, pregnancy with contraceptive device and vomiting to be related to essure. The reporter commented: I have had a total hysterectomy and oophorectomy performed, however I still have my fallopian tubes with the essure coils inserted. They are embedded in my abdominal cavity and I have been told there is no way to remove them without significant risks, such as bleeding out. I spoke with dr. Regarding this information in april 2018. Consumer received latuda for bipolar from 2013-to present. Most recent follow-up information incorporated above includes: on 4-sep-2018: reporters added. Patient demographics added. Historical condition, concomitant and treatment drugs were added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added suspect drug indication. Event severe and permanent injuries was updated with events severe and persistent pelvic and back pain, cramping, and nausea and vomiting. She also had failure of my right fallopian tube to occlude and coils embedded in my abdominal cavity, miscarriage, device ineffective, pregnant with essure micro-insert, depression, anxiety, bladder issues, (B)(6), stomach issues and stomach pain, infection after oophorectomy and bipolar disorder. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils embedded in my abdominal cavity'), uterine perforation ('perforation'), back pain ('lower back pain'), abdominal pain upper ('stomach pain'), post procedural infection ('infection after oophorectomy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / she also had failure of my right fallopian tube to occlude". The patient's medical history included multigravida and parity 2. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2011 to 2016, hydrocodone bitartrate;paracetamol (norco) since 2011 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization) with gastric disorder, pelvic pain ("severe and persistent pelvic"), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder issues"). In 2016, the patient experienced herpes virus infection ("herpes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was hospitalized sometime in 2011 and then sometime in 2018. The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), gabapentin, methocarbamol (robaxin), ondansetron (zofran), tramadol, valproate semisodium (depakote) and surgery (she had a total hysterectomy and oophorectomy performed). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, back pain, abdominal pain upper, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, nausea, vomiting and herpes virus infection outcome was unknown, the depression, anxiety and bipolar disorder was resolving and the bladder disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, back pain, bipolar disorder, bladder disorder, depression, device dislocation, herpes virus infection, nausea, pelvic pain, post procedural infection, pregnancy with contraceptive device, uterine perforation and vomiting to be related to essure. The reporter commented: I have had a total hysterectomy and oophorectomy performed, however I still have my fallopian tubes with the essure coils inserted. They are embedded in my abdominal cavity and I have been told there is no way to remove them without significant risks, such as bleeding out. I spoke with dr. Regarding this information in (B)(6) 2018. Consumer received latuda for bipolar from 2013-to present. Essure confirmation test(s) conducted, specify : (B)(6) 2010 the left tube was blocked, but the right tube did not form enough scar tissue to occlude. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events added: perforation. Reporter was added. Event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils embedded in my abdominal cavity'), uterine perforation ('perforation'), back pain ('lower back pain'), abdominal pain upper ('stomach pain'), post procedural infection ('infection after oophorectomy') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / she also had failure of my right fallopian tube to occlude". The patient's medical history included multigravida and parity 2. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2011 to 2016, hydrocodone bitartrate;paracetamol (norco) since 2011 and medroxyprogesterone acetate (depo-provera) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced back pain (seriousness criterion hospitalization), abdominal pain upper (seriousness criterion hospitalization) with gastric disorder, pelvic pain ("severe and persistent pelvic"), abdominal pain lower ("cramping"), nausea ("nausea"), vomiting ("vomiting"), depression ("depression"), anxiety ("anxiety") and bipolar disorder ("bipolar disorder"). In 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2014, the patient experienced bladder disorder ("bladder issues"). In 2016, the patient experienced herpes virus infection ("herpes"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2018, the patient experienced post procedural infection (seriousness criterion hospitalization). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was hospitalized sometime in 2011 and then sometime in 2018. The patient was treated with alprazolam (xanax), fluoxetine hydrochloride (prozac), gabapentin, methocarbamol (robaxin), ondansetron (zofran), tramadol, valproate semisodium (depakote) and surgery (she had a total hysterectomy and oophorectomy performed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, back pain, abdominal pain upper, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, nausea, vomiting and herpes virus infection outcome was unknown, the depression, anxiety and bipolar disorder was resolving and the bladder disorder had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, anxiety, back pain, bipolar disorder, bladder disorder, depression, device dislocation, herpes virus infection, nausea, pelvic pain, post procedural infection, pregnancy with contraceptive device, uterine perforation and vomiting to be related to essure. The reporter commented: I have had a total hysterectomy and oophorectomy performed, however I still have my fallopian tubes with the essure coils inserted. They are embedded in my abdominal cavity and I have been told there is no way to remove them without significant risks, such as bleeding out. I spoke with dr. Regarding this information in (B)(6) 2018. Consumer received latuda for bipolar from 2013-to present. Essure confirmation test(s) conducted, specify : (B)(6) 2010 the left tube was blocked, but the right tube did not form enough scar tissue to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.